Manufacturer narrative:
The apollo micro catheters and onyx les were used during a procedure for treatment. However, the type of procedure being conducted was not reported. The apollo micro catheters have not been returned for analysis. The onyx les will not be returned for analysis as it was consumed in the event. Follow up is being performed; should additional information be received a supplemental will be submitted. Based on the reported information, there is no evidence suggesting that the onyx les was defective, but rather a procedure related event. The customer¿s report of ¿catheter entrapment¿ could not be confirmed and the cause could not be determined. Angioarchitecture, vasospasm, reflux, long catheter dwell time, or prolonged injection time may result in difficult catheter removal and potential entrapment. Information regarding these factors was not reported. Therefore, could not be ruled out as potential causes. Per the onyx les IFU (instructions for use): ¿do not allow more than 1 cm of onyx les to reflux back over catheter tip. Difficult catheter removal or catheter entrapment may be caused by one or more of the following factors: long catheterization time; angio-architecture: very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles; vasospasm; reflux; injection time. To reduce the risk of catheter entrapment, carefully select catheter placement and manage reflux to minimize the factors listed above.¿ per the apollo IFU: ¿rega rdless of the liquid embolic being used, leave a gap between the reflux and the proximal marker band. Excessive reflux may result in difficult catheter removal.¿ the complaint investigation does not suggest a potential or confirmed manufacturing issue; therefore, manufacturing has been ruled out as a potential cause. All products are 100% inspected for damages and irregularities during manufacture. Mdrs related to this report: 2029214-2017-00777, 2029214-2017-00778.

Event description:
Medtronic received report that two apollo catheters were entrapped by onyx.

Manufacturer narrative:
Additional information per the instructions for use: the apollo¿ onyx¿ delivery micro catheter is designed to facilitate catheter retrieval in the event the catheter becomes entrapped within the vasculature. The distal section of the catheter incorporates a detachment zone that allows detachment of the distal tip when the force required to extract the catheter exceeds the force to detach the tip. The catheter has 2 radiopaque marker bands to visualize the position of the catheter and the detach zone area: proximal to the detach zone and at the distal end of the catheter. Catheter entrapment is likely due to use error, as the user probably have allowed the onyx to reflux pass the detachment zone. There is no allegation that apollo catheter remained within the patient or that the patient was symptomatic.

Event description:
Medtronic received report that two apollo catheters were entrapped by onyx. There is no indication that the catheters remained within the patient or that the patient/s suffered any injury.